Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a consumer reported that she cannot see at any distance. Her vision is cloudy and she cannot drive at night due to halos. She still has to wear reading glasses. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reporting she is still unable to drive at night. She reports she cannot focus and it feels like vaseline is in her eyes at all times. Lasik was performed on the patient following the implant procedure.